Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had cracked/punctured resulting in a leak. This issue was identified during patient infusion of dextrose, normal saline, and 10% potassium chloride run at 112ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.